Event description:
A customer reported to baxter that the connection between a transfer set and the titanium adaptor became loose. There was patient involvement. No patient injury or medical intervention was indicated with this report. During a follow-up with the home patient (hp), it was stated that the transfer set had just been put under their underwear. Both products were disconnected and dialystate solution flowed out of the hp's abdomen. The hp then reconnected the transfer set and titanium adaptor. The hp received 1x cephacolin as a preventative measure.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a connection issue with a titanium adaptor could not be confirmed due to no sample being returned; therefore, a root cause could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.